Manufacturer narrative:
One 3i t3® with dcd® parallel walled implant (bnps6510) was returned for investigation. Visual evaluation of the as returned implant identified that the drive feature was severely damaged (hex and collar). Additionally, there was bone residue around the external threads that were also damaged (possibly during removal). Functional testing could not be performed since the implant was severely damaged and the tool unreturned. Pre-existing conditions, tooth location, x-ray and implantation duration are irrelevant to this investigation. Picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event after implantation of the device. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot and no similar event or complaint was found. Based on the available information, implant malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #19 was removed due to damaged threads. Implant was placed (B)(6) 2019 and was removed. Restoring dentist stripped and damaged internal threads so it was not restorable. Per indicated: surgical/medical intervention required for permanent damage: yes, removed implant and grafted site on (B)(6) 2020. Additional appointment required: yes, replaced on (B)(6) 2020. Symptoms as a result of the event: none reported.